Event description:
It was reported that a user experienced multiple severe low blood glucose events while using the ilet system, including a sequence where glucose rose to 273 mg/dl after overtreatment, then trended down to 39 mg/dl during sleep, followed by treatment with oral fast-acting carbohydrates per education provided. Symptoms included hypoglycemia with foggy or darkened vision in one eye, shakiness, and dizziness, while hyperglycemia had no reported symptoms. Outcomes included insufficient information regarding the overall patient impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a medical device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.